Event description:
On 10/2/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry underwent revision surgery on (B)(6) 2024 from an apex to reverse due to the implants loosening on both the glenoid and humeral side. This event was indicated as unrelated to the univers revers apex system implanted on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failures of this study from university of arizona-banner health can be attributed to a patient-specific events.